Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 111 mg/dl. She was feeling lightheaded so an ambulance was called for her. Paramedics tested her glucose using her contour meter and a breeze2 meter. Contour read 111 mg/dl, while breeze2 read between 40-50 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer received treatment for hypoglycemia. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.